Event description:
Healthcare professional reported just under 3 months after injection with 1 syringe of juvederm voluma xc in the cheeks, the pt reported they are waking up with swelling in their face. The swelling varies in location from under the eyes, around the mouth, lips, and lower face. The pt was completely happy with the results until the swelling started. The swelling has not resolved. Pt was concomitantly injected with 1 syringe each of juvederm ultra plus xc and juvederm ultra xc, both in the nasolabial folds and melolabial fold. Pt was treated with a prednisone taper and doxycycline approximately 1 week after onset of symptoms. Symptoms have improved, but have not completely resolved. This is the same event and the same pt reported under MDR ID # 3005113652-2015-00392 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2015-00393 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma xc.

Manufacturer narrative:
Medwatch sent to FDA on 08/31/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Follow up: the healthcare professional reported symptoms resolved approximately 4 months after injection without any further intervention.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks". Adverse events: per table 1: treatment site responses by maximum severity occuring in greater than 5% of subjects after initial treatment (n=265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness". "Device- and injection related adverse events occurring in less than 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009". "As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities". "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery".